Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared code 1003 indicative of voltage too low to project the remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared code 1003 indicative of voltage too low to project the remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported.